Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any issues. Leak, clear passage, and clamp function testing were performed with no issues noted. The outer diameter of the uv spike and its two guards were measured and found to be within specification. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a 1.5 l uv twin bag (baxter product). The reporter stated that there was a gap between the spike of the set and the bag when they were connected. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.